Manufacturer narrative:
The reported event that 1.7 s variax hand lock 3-d plate,4x2h was alleged of 'implant breakage after surgery' could be confirmed. Based on investigation, the root cause was not attributed to be device related. The failure was caused due to possible overload which resulted in the plate breakage. The device inspection revealed the following: the returned 1.7 s variax hand lock 3-d plate is indeed fractured as reported. The close up views, done by the microscope of both returned parts, indicating though that the surfaces are homogenous which again indicates conformity to the given specification. The microscopic investigation revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces (possible overload). A review of the device history was not possible because the lot number was not communicated. Nevertheless we have checked our system and the below mentioned lot numbers could be identified as possibilities. Lot # 1000233857 (qty (B)(4)) / 1000238317 (qty (B)(4)) / m1s00f1775 (qty (B)(4)) were reviewed: (B)(4) in total devices have been released on 07 nov. 2016 , 16 dec. 2016 & 26 jan 2011. There are no similar complaints reported within the same lots # as mentioned above. No deviations from the specifications were noted. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by nurse of the hospital that the plate broke. A revision surgery has been performed using a 2.3 plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by nurse of the hospital that the plate broke. A revision surgery has been performed using a 2.3 plate.